Event description:
Due to yellow discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Due to yellow discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.

Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the yellow discoloration of the internal tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. Cardioquip notified the customer of the potential contamination and recommendation via email on 12/02/2022. As of the date of this report, there has been no customer response to the recommendation of repair.